Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d284trk, device. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and variable and the impedance on the (superior vena cava) defibrillation coil was beyond the expected upper range and variable. It was noted the rv defibrillation impedance was steady at approximately 48 ohms through (B)(6) 2015, rose intermittently out of range starting (b)(68) 2015 and began varying by more than 100% starting (B)(6) 2015. In addition, the svc impedance was steady at approximately 62 ohms through (B)(6) 2015, rose intermittently out of range starting (B)(6) 2015 and began varying by more than 100% starting (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited an impedance increase on both coils and a patient alert for out of to lerance lead impedance had been triggered. High, increasing and fluctuating superior vena cava (svc) lead impedance was observed, along with fluctuating and high left ventricular (lv) lead impedance. A lv lead and rv svc coil fracture were suspected, in addition to a possible connection issue between the device and leads. The device and lv lead remain in use and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.